Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) attempted 4 shocks and failed all. The physician initiated two shocks prior to external rescue; both failed. A second round was attempted, first in reverse polarity, then reverting to initial polarity, both also unsuccessful. A revision procedure was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.